Manufacturer narrative:
The technician adjusted the release limit switches and the head hi/low dampener to engage the release pin to repair the bed.

Event description:
Info rec'd indicates the trendelenburg function is inoperative. Pulling the trend handle does not engage the head hi/low release.